Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored electrograms on a remote transmission showed occasional far field r-wave (ffrw) oversensing on the atrial lead. Follow up information there was no reprogramming done in response to the ffrw oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.